Event description:
The pt reportedly experienced a loss of lock with his internal device. External equipment was exchanged and programming adjustments were attempted; however this did not resolve the problem. Testing of the device showed that the device is not functioning. The pt was explanted. The pt was re-implanted with another advanced bionics device.